Manufacturer narrative:
The insulin pump passed the displacement test however motor error alarm during prime test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. (B)(4).

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.